Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to peform device inspection or device history record review in this case.

Event description:
A physician attempted an arteriotomy closure using the starclose device in the common femoral artery. After the clip deployed, the device became stuck in the pt. The physician performed a cut-down to remove the device and suture the artery.